Event description:
Translation: it was reported that the was placed easily in a young patient a few weeks ago. After some time doctor noticed that the catheter was not fixed. Furthermore, he noted that the cuff was not secured to the catheter and the catheter was therefore not supported in the patient. Doctor then removed the catheter and cuff and there were no further complications.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.